Event description:
A report was received that the patient was experiencing increased pain at the ipg site when the stimulation was turned on. Database analysis (db) showed signs of poor charger to ipg coupling and the charger thermistor triggering often can delay charging times. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that there will be no further course of action at this time.

Event description:
A report was received that the patient was experiencing increased pain at the ipg site when the stimulation was turned on. Database analysis (db) showed signs of poor charger to ipg coupling and the charger thermistor triggering often can delay charging times. The patient will undergo a revision procedure.